Manufacturer narrative:
(B)(4).

Event description:
An MRI technician and a healthcare provider reported that the patient was experiencing pain and a possible infection so they were sent for an MRI. The patient had chronic back pain which was the reason for their device. The patient needed an MRI of their whole spine. Further follow-up indicated that the MRI was not performed and the infection was not confirmed. The patient was indicated for non-malignant pain.